Manufacturer narrative:
Additional information received stating this patient was transferred to baptist medical center in little rock and to the arkansas central team. This patient is still on support.

Event description:
The nurse who was taking care of a patient reported that they had been outside with the patient and the controller for over an hour. Upon returning to the patient's room, the nurse noted that the enter cardiac output white alarm was displayed. The nurse attempted to go to the menu soft button to enter cardiac output and noted the soft button would not open the display. He then attempted to open the other soft buttons and those also would not open up any menus. Despite multiple attempts, the soft buttons would not function. Due to patient needing to remain on support, the decision was made to transfer the patient to another automated impella controller (aic). It was noted by the nurse that they had went outside of the hospital today to the fountain and he noted that the patient was very close to the water and even stuck his fingertips in the water. Prior to going outside or near the fountain, there were no issues with the controller. The soft buttons were not working. The impella 5.5 was supporting the patient and all waveforms were visible but no changes could be made to the controller due to the soft buttons no longer responding to touch. The patient management line was contacted to troubleshoot and recommendation was to perform aic to aic transfer. The nurse completed the transfer following standard procedure. When the impella 5.5 was plugged into the new aic, the placement signal screen displayed but the flow control was set at p-0, not on p-6 like it was on previous aic. The nurse increased the flow control to p-6, the patient's prior setting. The impella ramped up on flows but at first was registering flows greater than 8 and 9 liters and alarming suction. Suction troubleshooted but did not resolve. Flows were appropriate so p-level was increased to p-6 with mean flows of 3.4 liters per minute. At this time, the suction alarm resolved and placement signal not reliable alarm was displayed. Placement signal and left ventricle signal was not displayed on the new aic.

Manufacturer narrative:
This is one of two related reports. This report represents the automated impella controller and another report will be submitted to represent the impella 5.5. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.